Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product typ programmer, physician; product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product typ catheter. (B)(4).

Event description:
It was reported that patient was in for a routine refill; the reservoir volume aspirated was 1.4ml. The patient was vomiting. A lateral x-ray was planned to view bellows and reservoir volume estimation. The health care professional was trying to rule out a pocket fill and if patient symptoms were related to overdose or underdose. It was recommended to re-access the reservoir to confirm volume. Additional information noted that the patient's dose was increased from 175mcgs to 205mcgs; this was too much for the patient. The patient's dose was decreased to 175mcgs. The patient was also given zofran and was fine. The pump was accessed and it was confirmed that 40cc was in the pump. The device system was used to deliver gablofen.